Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain. The pt developed a granuloma at the catheter tip with symptoms of left leg weakness and spasms and loss of pain control. The pt underwent catheter replacement in 2001. The explanted catheter was returned to the MFR for analysis. Further details on granuloma treatment and pt outcome are pending. A follow up report will be sent when additional info is received.